Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies following by lost of lock. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted.